Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system. Section: potential adverse events (united states) .¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella device for mechanical circulatory support. It was reported that the impella cp was placed in a patient with microvascular decompression with severe right coronary artery and left anterior descending. The impella cp was placed successfully. It was reported that the peel away sheath was removed after the leg became ischemic. The patient regained pulses and tissue oximetry were reading great in both legs. The patient was successfully weaned and the device explanted. The patient survived the procedure.